Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air-in-line (ail) sensor, latch door, bezel assembly, rear case, membrane. Right iui (inter-unit interface) due to fluid ingress/contamination, discolor and stress issues respectively. In addition to replacement, pressure sensor check IV and u4 display pcb were also replaced. Testing: testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse without alarms or issue. Root cause: based on the findings, service determined that the reported issue was due to fluid ingress or contamination of the ail kit. During servicing faulty pressure sensor and sear were also identified. Device history record: a review of the device history record showed the device had a manufacture date of 27nov2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an ail issue. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had an ail issue. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air-in-line (ail) sensor, latch door, bezel assembly, rear case, membrane. Right iui (inter-unit interface) due to fluid ingress/contamination, discolor and stress issues respectively. In addition to replacement, pressure sensor check IV and u4 display pcb were also replaced. Testing: testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse without alarms or issue. Root cause: based on the findings, service determined that the reported issue was due to fluid ingress or contamination of the ail kit. During servicing faulty pressure sensor and sear were also identified. Device history record a review of the device history record showed the device had a manufacture date of 27nov2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an ail issue. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information: d8, e4, & h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had an ail issue. There was no additional information provided and no patient involvement.